Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having discomfort at the pocket site. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was moved a little lower on the right side. Tha patient was doing well.